Manufacturer narrative:
It was discovered on 8/3/2020, that 'type of reportable event- serious injury' was erroneously submitted in initial report. Correct 'type of reportable event is malfunction'. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified tissue expander experienced deflation on an unknown side. The physician stated, upon examination the tissue expander was bubbling on the inferior posterior part of tissue expander. No patient consequence and no adverse event was reported.